Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Information received by medtronic indicated that half of the sensor broke and was potentially still under her skin. Customer reporting that the consumable or introducer needle fractured while in the body. Customer did not receive medical treatment as a result of the consumable fracturing while still in the body. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.